Event description:
It is reported that the customer had high blood glucose levels of 176 mg/dl. The customer reported a blank display on the insulin pump. The customer further reported that the insulin pump was dropped before the display went blank. The customer further reported damage to the battery compartment of the insulin pump. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to battery tube connector not plugged in properly. The device did not have any noise anomaly. The unit was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.